Manufacturer narrative:
The subject device was already returned to omsc for evaluation. Omsc found that the tissue pad of the subject device was severely worn, and the coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Olympus was informed that during a laparoscopic distal pancreatectomy, three subject devices were used. The user reported that after approximately one and half hours since the surgery began, ¿seal & cut short circuit error (u508)¿, ¿seal short circuit error (u511)¿ and ¿open circuit error (u512)¿ occurred frequently. The user confirmed the subject device and found that the tissue pad of the subject device was severely worn. The user exchanged the first device for second device and continued the procedure. After approximately one hour, also ¿seal & cut short circuit error (u508)¿, ¿seal short circuit error (u511)¿ and ¿open circuit error (u512)¿ occurred frequently. The intended procedure was completed with the third device. There was no patient injury reported. The subject first device and second device were returned to olympus medical system corp. (Omsc) for evaluation. On july 5, 2019, omsc found that on the first device, the tissue pad of the subject device was severely worn, and the coating for electric insulation of the probe was partially missing. This is the report for the first device regarding the severely worn tissue pad and the missing of the probe coating.